Event description:
The MFR received info alleging airflow was not delivered from a ventilator. There was no harm or injury reported. The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's check leaf valve was adjusted to address the issue.

Manufacturer narrative:
This report is being submitted as aprt of a program to retrospectively review possible device malfunction that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.